Event description:
It was reported that during a sleeve resection procedure, the first two devices failed completely when the surgeon tried to fire. The third device had a problem with the three stroke indicator. After two strokes of firing, the device blocked which resulted in an incomplete staple line. The surgeon used a fourth device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 8/6/2008. Evaluation summary - three devices (a-c) were received for analysis. Device a and b were received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Device c was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.